Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from moisture inside the charged couple device unit¿s lens. However, the specific root cause of the water immersion inside the charged couple device unit¿s lens could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Moisture was discovered inside the charged couple device unit¿s lens and there was a cut noted in the cable. Both of these findings were likely contributing to the reported no image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd camera head was not displaying an image during preparation for a ureteroscopy procedure. According to the initial reporter, the intended procedure was completed using another camera without any issues for the patient.